Manufacturer narrative:
Other, other text: h3: one level 1 hotline low flow system was received with a cracked enclosure and tank cover. There was wear and tear on the line cord and plate clip, a broken pole clamp and an outdated printed circuit board (pcb) and power switch. The line cord was plugged in to confirm that there was no power. The front cover and pcb were removed to check the connection between the pcb and power switch. The reported issue was able to be confirmed. The connection between the pcb and power switch is damaged. The issue was caused by daily use of the power switch. No action was taken to repair the device due to the age and condition of the device.

Event description:
It was reported that a smiths medical fluid warmer was not turning on. No adverse patient effects were reported.